Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found the coil proximal contact and delivery wire were bent, likely due to handling, and the main coil was stretched and the suture was damaged, likely due to procedural factors. During functional testing, the coil could not be advanced through the introducer sheath and when resistance was encountered attempting to retract the device, the main coil deployed and broke. Additional information provided by the customer confirmed device was prepared as per device directions for use (dfu) and was in good condition prior to the procedure. Based on the available information and device analysis, it is probable that procedural or anatomical factors encountered during the procedure contributed to the reported introducer sheath friction and to the analyzed coil damage and break. As such, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device found that the main coil broke at the delivery wire, main coil junction; there was no clinical consequence to the patient.